Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00286 on 18-may-2020. Additional information (20-may-2020): siemens evaluated the event and service performed, and noted that total human chorionic gonadotropin (total hcg) lite and solid-phase reagent is added by reagent probe 1, and dispense issues potentially caused the discordant results. The atellica ch im 1600 system verification indicates an acceptable performance posts-service visit, and the customer has reported no recurrence. The instrument is performing within manufacturing specifications. No further evaluation of the device is required. Section h6: results code and conclusions code have been updated. MDR # 2432235-2020-00289_s1 was filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to inform of discordant quality control (qc) and patient sample results. On 29-april-2020, siemens was informed that three patients samples initially resulted as positive and then resulted as negative (<2) upon repeat. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the analyzer alignments, replaced reagent probe 1, tested the water drain for residual bleach, performed the autocheck, and maintenance routine activities. Siemens is investigating. MDR # 2432235-2020-00289 was filed for the same event.

Event description:
One discordant, falsely elevated, total human chorionic gonadotropin (total hcg) result was obtained on an atellica im 1600 analyzer. The discordant result was reported and questioned by the physician(s). The customer used the same sample and instrument to perform repeat testing and confirm the correct result. The repeat result was reported as the corrected result. There are no reports of patient intervention or adverse health consequences due to the discordant falsely elevated total hcg result.